Event description:
Information was received from a patient who was receiving an unknown drug and morphine via an implantable pump for non-malignant pain. It was reported that the patient had been using the equipment 'since november,' but 'in the last week or so,' the application used to take 2 minutes to request a bolus 'start to finish,' but now, it was taking '2.5-3 minutes or something.' The patient opened the application and saw 'not found,' and then 'no device found,' but resolved when agent instructed them to turn communicator on and hold over the pump. They connected well with a very brief telemetry delay and read an expected lockout of 3 hours and 35 minutes due to bolusing 'about an hour ago.' However, the patient also mentioned seeing 'retrieving pump settings 90%' and 'it always stops at 90%' whether connecting or requesting a bolus. Agent reviewed clearing data but the patient wanted to ensure none of their pump ses sion files were deleted and wanted to discuss with their healthcare provider first. Agent provided clearing data steps and they would call back for assistance as needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.